Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a 1.0 solid crown stealth 360 peripheral orbital atherectomy device (oad) was used to treat a severely calcified common iliac artery (cia) and 6.83 mm common femoral artery (cfa). There was difficulty crossing the iliac but the oad eventually crossed. The lesion was pre-dilated. 2 low speed, 2 medium speed, and 3 high speed treatments were performed in the cfa. The oad was removed after treatment. Balloon angioplasty was performed. The oad was re-inserted into the patient to treat the cia, however, a kink in the viperwire advance peripheral guide wire was observed. The wire was replaced and the oad was successfully re-inserted. 2 low speed, 2 medium speed, and 2 high speed treatment was performed in the cia. Contrast was used to verify angiographic imaging, followed by additional high-speed treatments. On the 3rd treatment, the crown became stuck. The physician performed backwards and forwards movements to free the crown, however, unsuccessful. During this time, the saline pump indicated low volume of viperslide saline solution and turned off. It was noted that a low saline alert did not occur. The saline was replaced and troubleshooting was continued to free the crown. The crown was brought close to the sheath and retracted the system. Removal of the crown shaft confirmed the crown was stuck and driveshaft fractured. The crown shaft was removed with extra force. The driveshaft was confirmed to be attached to the viperwire, which were removed together. The system was removed successfully. After ensuring patient safety, the physician used the guidewire that maintained access to place a new introducer, advanced a new guidewire to cross the iliac artery. Stent placement was performed. The patient was stable.